Manufacturer narrative:
A philips biomedical engineer (biomed) went onsite and found that the device failed nibp calibration. After troubleshooting, the biomed found that the nibp pump was faulty, as it was not holding pressure. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the nibp pump. The issue was resolved by replacing the nibp pump, and the device was returned to clinical use.

Event description:
Philips received a complaint on the intellivue mmx indicating that the device failed for the non-invasive blood pressure (nibp) accuracy test, as the difference between the manometer and the displayed value was less than or equal to 3mmhg. The device was not in use on a patient at the time of the event, so there was no patient involvement.